Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the battery depletion had not been determined, it was unknown why. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 977c290 serial(B)(6) implanted: (B)(6)2017 product type lead medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the battery depletion had not been determined, it was unknown why. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the battery depleted and impedances were greater than 10,000. It was unknown what led to the issue. The rep reported that impedances were read when the system was replaced. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977c290 ,serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 97792, serial# unknown. Product type accessory, product ID 97792, serial# unknown. Product type accessory. Analysis of the ins ((B)(4)) found the ins battery capacity reduced due to overdischarge. Analysis of lead ((B)(4)) found all conductors broken at the injex anchor site. If information is provided in the future, a supplemental report will be issued.